Event description:
It was reported that the l3-4 alif allograft broke. In addition, the set screws have migrated from the right l3 and left l5 screws. This was detected via x-ray. Patient status: fine.

Manufacturer narrative:
Manufactured 8/2007; part 94840, lot 367690, manufactured 4/2007; part 94740, lot 440600; part 94740, lot 127710; part 94740, lot 035390, manufactured 6/2007. Bending, fracture, loosening or migration of the implant are listed as possible adverse effects on the package insert.